Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced per physician's preference. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was reported that the ipg was becoming shallow and skin was becoming thin. The patient was recommended to his implanting physician for an explant or revision.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was reported that the ipg was becoming shallow and skin was becoming thin. The patient was recommended to his implanting physician for an explant or revision.